Event description:
Boston scientific crm received information that this lead had an impedance measurement greater than 2000 ohms. A revision procedure was performed and the lead was explanted. Upon explant, a lead fracture was noted. The physician did not allege a lead malfunction caused the fracture, and stated it had fractured due to pressure from the costoclavicular pincer. No adverse patient effects were reported.

Manufacturer narrative:
Upon return, the lead was analyzed. Visual inspection noted dried body fluid in the lumen of the lead. The outer insulation was damaged at approximately 44 and 46 cm from the terminal pin, consistent with the suture sleeve. Electrical measurements found the lead was not electrically continuous. An x-ray was performed and confirmed the lead was fractured approximately 46 cm from the terminal pin. The fracture was consistent with a fracture at the end of the suture sleeve, rather than pressure from the costoclavicular pincer.